Event description:
It was reported that a spectrum pump alarmed constant close door when the door was closed. It was also reported that there was no paitent involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom constant close door message after loading a tube and closing the door. Evaluation then experienced a door not fully latched message caused by a loose upper link screw. The link screws were replaced to correct this condition.